Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a cracked hub was confirmed. During inspection it was noted that the female luer had a vertical hair line crack that measured 0.520 inches long. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under a magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed fluid leaked from the crack on the female luer. The cause of the crack was determined to be a manufacturing related issue.

Event description:
The customer reported a crack on the hub of a t-connector was discovered while flushing with normal saline. Although requested no additional information has been provided. There was no patient harm.

Event description:
The customer reported a crack on the hub of a t-connector where it was mated to a "clave" discovered during flushing with normal saline. Although requested no additional information has been provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack on the hub of a t-connector discovered during flushing with normal saline. There was no patient harm.